Event description:
It was reported that the programmer had a broken cover and that it was unable to update some software, that it displayed an error. The programmer was returned for service. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head failed to interrogate and failed uplink tests and therefore its cable was replaced. (B)(4).